Manufacturer narrative:
On december 15, 2021, the mentor failure analysis lab received the device for evaluation. On december 29, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. During the visual analysis of the returned sample saline smooth no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view between the union of the shell and patch. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with unknown size unknown saline implants and experienced breast implant deflation on her right side postoperatively diagnosed after physical exam. The patient underwent bilateral explantation and replacement with catalog number 3504001bc; serial number (B)(4) on the right side, and with catalog number 3504001bc; serial number (B)(4) on the left side on (B)(6) 2021.